Event description:
Wallflex colonic stent manufactured by boston scientific lot# 35681888 malfunctioned while deploying during the procedure. Stent measurement 22mmx 120mm. During the attempted deployment of the wallflex colonic stent, the endoscopy team, including the endoscopy technician and nursing staff, observed the deployment control mechanism repeatedly retracted spontaneously. The gi fellow present confirmed the malfunction of the control mechanism. The gi fellow immediately notified the attending physician in room of issue. After evaluating the situation, and considering the length of the tumor requiring a longer stent- one that was not available at the time- the decision was to defer stent placement. The procedure will be rescheduled once the appropriate longer stent becomes available to ensure optimal coverage of the tumor and safe deployment.